Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could not be determined. A device history review could also not be completed as no batch or material number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "we received a voicemail requesting assistance with 60 ml luer-lok syringes, they are finding particulate and one had a bug in it."